Event description:
It was reported that the patient was seen urgently in the clinic for intermittent low flow alarms. Prior chest computed tomography (CT) imaging was concerning for a possibly tortuous outflow graft, although it did not require surgery at the time. The patient was also intermittently hypertensive but found to be normotensive during the visit. Log file analysis found two low flow advisory alarms with high pi readings that seemed to be physiological in nature.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a ¿possibly tortuous¿ outflow graft could not be confirmed as no product was returned for evaluation and no images were provided for review. Additionally, the report of low flow alarms could not be confirmed through the evaluation of the submitted log files. A specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported hypertension could not be conclusively determined. The controller event log file contained data from 01:07:56 through 08:33:35 on (B)(6) 2022, per the timestamps. Two, transient low flow fault flags were captured at 03:54:39 and 04:41:15 when the estimated flow dropped below the low flow threshold of 2.5 lpm, to 2.4 lpm. These faults lasted for 1 and 9 seconds, respectively, which was not long enough to activate audible hazard alarms. These events appeared to resolve with no further notable fluctuations in pump parameters. No other atypical events were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 6 of the IFU, ¿patient care and management¿ (under ¿blood pressure management¿), states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.